Event description:
It was reported that the epidural catheter fractured during removal. Pieces of the catheter had to be removed from the patient.

Manufacturer narrative:
One device was returned for investigation. As a result of observing the sample, it was confirmed that at 14cm measured tip of the catheter, it was found cut. No elongation could be confirmed. When the fracture surface was observed with a microscope, it was confirmed that the cross section was sharp and crushed in an elliptical shape, which closely resembled the trace of fracture between sharp blades such as scissors. The reported event was confirmed. From the above results, it is highly probable that the catheter was damaged due to contact with scissors during use. The DHR could not be completed as the lot number was not reported by the customer.

Manufacturer narrative:
One device was returned for investigation. As a result of observing the sample, it was confirmed that at 14cm measured tip of the catheter, it was found cut. No elongation could be confirmed. When the fracture surface was observed with a microscope, it was confirmed that the cross section was sharp and crushed in an elliptical shape, which closely resembled the trace of fracture between sharp blades such as scissors. The reported event was confirmed. From the above results, it is highly probable that the catheter was damaged due to contact with scissors during use. The DHR could not be completed as the lot number was not reported by the customer.

Event description:
It was reported that the epidural catheter fractured during removal. Pieces of the catheter had to be removed from the patient.

Manufacturer narrative:
Other, other text: d4 UDI and g5 are unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The catheter was returned with the flat filter and connector. As a result of observing the sample, it was confirmed that about 14centimeter(cm) tip part of the catheter was cut. No elongation could be confirmed. When the fracture surface was observed with a microscope, it was confirmed that the cross section was sharp and crushed in an elliptical shape, which closely resembled the trace of fracture between sharp blades such as scissors. The reported event was confirmed. The root cause of the reported issue was found to be highly probable that the catheter was damaged due to contact with scissors during use. This occurrence will be reported to overseas manufacturers and record this event in a database to monitor the future occurrence status.

Event description:
Additional information was obtained and description was updated: catheter was retained in the patient body due to catheter severance, but it was removed successfully.